Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer therefore the cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2005 the patient presented with low back pain and leg pain. Based upon these x-rays were taken which show spondylolisthesis. On (B)(6) 2005 the presented for an office visit. On (B)(6) 2005, the patient presented with significant back pain. He was recommended a single level transforaminal lumbar interbody fusion and decompression. On (B)(6) 2006 the patient was admitted. He was diagnosed with acquired spondylolisthesis and displacement of lumbar intervertebral disc without myelopathy. He underwent lumbar/lumbosacral fusion, posterior technique. Other procedures excision of intervertebral disc, fusion or refusion of 2-3 other procedures excision of intervertebral disc, fusion or refusion of 2-3 vertebrae, insertion of interbody spinal fusion device. On the left hand side rhbmp-2/acs substitute combined with local bone graft was placed in the posterolateral gutters and appropriate length screws were placed and compression was carried. The patient was discharged on (B)(6) 2006. On (B)(6) 2006 the patient presented with degenerative disc disease at l5-s1. On (B)(6) 2006, the patient presented for an office visit due to some pain which was consistent with transforaminal lumbar interbody fusion. On (B)(6) 2006, the patient presented with pain. On (B)(6) 2006, the patient presented for an office visit.